Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. Lot number noted as: ax1t044588.

Event description:
It was reported that a patient with this neurostimulator experienced a lack of symptom relief and leg pain without requesting assistance for reprogramming or troubleshooting. The patient has fully recovered, and no further complications were reported.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Concomitant product: model number: 1201, serial number: (B)(6), model description: tined lead unique identifier (UDI): (B)(4). Block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of pain was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that a patient with this neurostimulator experienced a lack of symptom relief and leg pain without requesting assistance for reprogramming or troubleshooting. The patient has fully recovered, and no further complications were reported.